Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred. Upon reloading a cartridge, a cartridge alarm (cartridge alarm 1) occurred during bolus delivery. Customer changed the cartridge and resumed insulin delivery. The customer's blood glucose (bg) elevated, however a exact value was not provided. Bg was addressed with a bolus delivery.